Event description:
Customer reported that she had high blood glucose of over 400 mg/dl. Customer stated that her belt clip is sliding off the insulin pump, is not latching securely and it broke. Advised that the belt clip will be replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.